Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an out of calibration force sensor. This report is made based on the results of an investigation completed on 03/18/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 03/18/2014 with the following findings: the force sensor calibration reading is above specification. The pump was opened, remove force sensor and check resistance and found to be within specification. A flow accuracy test was performed, pump passed flow accuracy test and was found to be delivering within the required specification. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Black box review showed dates from (B)(6) 2014 with no information found on date of (B)(6) 2014. The conclusion was a patient negligence issue, exposure to x-ray. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release